Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there seems to be a lose contact in the connection of the header with the programmer (the yellow colored plug) which is resulting in difficulty during interrogation. The programmer will be returned for repair. No patient complications have been reported as a result of this event.